Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The consumer stated the crack is vertical on her toilet seat. Consumer stated she has been pinched and is now laying a washcloth over the seat to prevent further injury.

Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: commodes. Other, hold for detailed evaluation. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for the toilet seats surface being cracked. The root cause of the crack on the toilet seats surface was inconclusive. Complaint was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in oracle state: commodes. Other, hold for detailed evaluation. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for the toilet seats surface being cracked. The root cause of the crack on the toilet seats surface was inconclusive. The consumer stated the crack is vertical on her toilet seat. Consumer stated she has been pinched and is now laying a washcloth over the seat to prevent further injury.